Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. After valve implantation, there was no withdrawal difficulty with the delivery catheter. Following the removal of the delivery system, it was noticed that the tip of the esheath was inverted into itself when the catheter was withdrawn. The esheath was removed without any patient complications. At the time of the report, the patient¿s outcome was good. The valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided.

Manufacturer narrative:
Additional information: the 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a circumferential liner delamination from the sheath tip, approximately 18mm in length. The c-marker band was present and adhered to the liner. Liner material was bunched proximally. Damage was present at the sheath tip (hdpe stretching below tip vertical expansion path). Scratches were present on the sheath shaft. The liner was expanded and tip opened as designed. Due to the nature of the complaint, no relevant functional testing or dimensional analysis was performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. No manufacturing non-conformances were identified during the evaluation. Complaint history review from october 2019 to september 2020 for the esheath introducer sheath (all models and sizes) revealed other similar complaints for the associated complaint codes. Available information suggests that patient/procedural factors (catheter retrieval difficulty involving excessive manipulation, residual fluid, non-coaxial retrieval, torn/burst balloon, crimped thv and/or tortuous/calcified vasculature; valve alignment attempt in sheath) may have contributed to the complaint event. Per instructions for use (IFU) and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. Bunching of the sheath liner in the proximal direction and damage to the sheath tip indicates that the delivery system balloon may have been caught on the sheath tip during initial retrieval. The force required to the retrieve the delivery system into the sheath may cause the liner to delaminate from the sheath shaft if the balloon is caught on the sheath tip. The following scenarios may lead to the inflation balloon getting caught on the sheath tip during device retrieval: ¿ residual fluid in the inflation balloon after thv deployment may increase the profile of the balloon ¿ vascular curvature/tortuosity at the location of the sheath tip may lead to non-coaxial retrieval of the inflation balloon into the sheath tip although a definite root cause was not able to be determined, available information suggested procedural factors (inflation balloon potentially caught on sheath tip during delivery system retrieval) may have contributed to the reported event. No manufacturing non-conformances or labeling/IFU/training deficiencies were identified. No product risk assessment or corrective/preventative actions are required.